Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a treatment procedure a cannula could not be removed from the device. The flexima drainage catheter was selected and when the device was in place, the cannula could not be removed. No patient complications were reported and the patient's status is ok. However, device analysis revealed a broken suture.

Event description:
It was further reported that the procedure was not completed due to this event.

Manufacturer narrative:
Event date, describe event or problem: updated. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed that the metal cannula was stuck to the catheter, the cannula was severely kinked in two places, the key was not returned, and the suture was broken. The cannula was removed successfully with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).